Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer woke up with 19 mmol/l this morning and recognized that the pump went off over night without display message or error. No adverse event occurred. Pump replaced and requested for investigation.